Manufacturer narrative:
Visual inspection of the cannula revealed a breach/cut/puncture approximately 10.0 mm from the distal end of the cannula next to the zip tie (used to secure the cannula on the cpc connector). This breach/cut/puncture was the source of the customer-reported air leak. The breach/cut/puncture was in the axial direction of the cannula tubing and approximately 2.2 mm in length and 0.4 mm at its widest point. Further inspection revealed that the breach/cut/puncture was observed to go all the way through the thickness of the cannula. Due to the location and nature of this breach/cut/puncture, it is suspected that it was most likely an accidental cut. The root cause of the customer reported air leak was determined to be the cut/fracture made to the cannula. The fracture visible in the cannula can be most likely attributed to accidental cutting by sharp or pointy object. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. Ce 5563 (B)(4) follow-up report 1.

Manufacturer narrative:
The removed piece of cannula was returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient had a suspected leak in a cannula/driveline junction. The customer also reported that the cannula was repaired without adverse patient impact.